Event description:
A male with a previous history of undergoing three open surgeries, underwent aaa repair in 2009. The pt's anatomical form was not suitable for endovascular repair due to a 90 degree angulation of the proximal neck and a short proximal neck of 10 mm. Coil embolization of the right internal iliac artery was conducted, other then that, the procedure was conducted as labeled. Final confirmatory angiography revealed an endoleak, but the physician was unable to specify the type of endoleak. The physician suspected a type I or type iii endoleak. A pigtail catheter was pulled into the main body graft to conduct an angiography. Although not clearly, an endoleak was shown on the angiography, so the physician thought it to be the proximal type I endoleak and placed another manufacturer's stent in the proximal neck. However, angiography showed the endoleak still remained. Another zenith leg graft was placed in the contralateral iliac leg junction site. Angiography showed the endoleak still remained. Another manufacturer's stent was placed in the ipsilateral iliac leg junction site and dilated by another manufacturer's balloon catheter, but the endoleak still remained. Resolution of the endoleak was confirmed at the follow-up CT. Since the additional procedure did not resolve the endoleak, the physician thought it to be type IV endoleak, so he decided to take a wait-and-see approach and finished the procedure.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warning and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria. Anatomical conditions. Proper ballooning sites. The importance of an accurate deployment. Sizing requirements. Specific to this case the IFU states the proximal angulation should be less than 60 degrees for the infrarenal neck relative to the axis of the aaa and less than 45 degrees for the suprarenal neck relative to the immediate infrarenal neck. Additionally, the proximal neck length should not be less than 15 mm. Due to the reported angulation of the anatomy, it is believed that was the likely contributing factor to the endoleak. The IFU states the proximal angulation should be less than 60 degrees for the infrarenal neck relative to the axis of the aaa and less than 45 degrees for the suprarenal neck relative to the immediate infrarenal neck. Additionally, the proximal neck length should not be less than 15 mm. According to the provided event description, the proximal neck angulation was 90 degrees and the proximal neck length was 10 mm. Additional info provided indicates the pt was checked again approximately one week later and the endoleak had resolved. We will continue to monitor for similar incidents.